Event description:
Pt came to outpatient infusion center to receive valstar 800mg for cancer of the bladder. When pharmacy tech was compounding the medication he placed into the non-pvc bag included in the kit that comes with the drug from the MFR and attached included tubing set. The end tip of the tubing broke off when the tech was attaching a phaseal closed system transfer device connection. This left the medication unable to be administered since it can only be used with the MFR's dehp free tubing and non-pvc bag. The tip snapped off and left no means of attaching anything to the tubing for administration. The MFR was unable to provide any info as to stability of the product in any other device for administration and the pt was unable to receive treatment. FDA safety report ID# (B)(4).